Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, the introducer was bent and could not be used. Reportedly, there was resistance to the introducer entering. Another kit was used. However, it was difficult to remove the guidewire from the introducer, so they were removed together. Additionally, introducer was difficult to remove it from the patient's body. The guidewire was noted to be bent in several places. The procedure was completed with another device from a different manufacturer. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D4 (medical device lot #, medical device expiration date), g3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI isp implantable port with kit components was received for evaluation. Two photos were provided for review. The photo shows a clinician holding the guidewire. The guidewire was found through photo review to be bent and stretched in the photo. Gross visual, microscopic, and dimensional evaluations were performed. Under microscopic observation, both core wires appeared to have broken at their proximal ends as there was protrusion through the uncoiled portion of the guidewire. The proximal ends of both core wires were found to be granular. There was also twisting at the tip of the broken flat core wire, and the termination of the round core wire was partially shiny. The bevel of the introducer needle was not found to have any anomalies. The distal portion of the guidewire was stretched to observe the termination of the flat core wire. The flat core wire was noted to be attached/welded at the distal tip of the guidewire; no distal end termination was found. The proximal tip of the guidewire was stretched to observe the termination of the flat core wire. Two terminations were found on the proximal tip of the guidewire, corresponding to the two core wires. There appears to be tapering at the break point for both the flat wire and the round wire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The investigation is confirmed for the reported guidewire bending, unraveling, difficulty of removal and the identified stretching, fracture, and material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use reviewed: baw0728399, rev 1: instruction for use states that: precautions: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire. Percutaneous procedure straighten ¿j¿ tip of guidewire with tip straightener and insert tapered end of tip straightener into the needle (or microintroducer sheath if using a micropuncture set). Remove the tip straightener and advance the guidewire into the superior vena cava. Advance the guidewire as far as appropriate for the procedure. Verify correct positioning, using fluoroscopy, or appropriate technology. Gently withdraw and remove needle (or microintroducer sheath if using micropuncture set). Caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to help prevent the needle from damaging or shearing the guidewire. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, the introducer was bent and could not be used. Reportedly, there was resistance to the introducer entering. Another kit was used. However, it was difficult to remove the guidewire from the introducer, so they were removed together. Additionally, introducer was difficult to remove it from the patients body. The guidewire was noted to be bent in several places and became unraveled. The procedure was completed with another device from a different manufacturer. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, the introducer was bent and could not be used. Reportedly, there was resistance to the introducer entering. Another kit was used; however it was difficult to remove the guidwire from the introducer, so they were removed together. Additionally, introducer was difficult to remove it from the patient's body. The guidewire was noted to be bent in several places. The procedure was completed with another device from a different manufacturer. There was no reported patient injury.